Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the patient reported that she had bumps on her hips. Cortizone cream was used, no suture was used.